Event description:
The hcp reported that during a transurethral needle ablation of the prostate procedure, he elected to treat the median lobe of the prostate with a needle length of 18 mm approx one week following the procedure, the pt was discovered to have a rectal fistula which was subsequently repaired by performing a colostomy. No further info has been made available from the hcp at this time.

Event description:
It was reported that the patient presented with shortness of breath and some effusion from an apparent atrial lead perforation. The lead was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
The device was reported as discarded. The generator continues to be used at the health care facility. Copies of the lesion files created during the procedure were reviewed and revealed no significant findings.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.